Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is unknown.

Event description:
Event description: it was reported by the affiliate via complaint submission tool that during an arthroscopy the suture of the truespan 24 degree peek got blocked and a lose suture loop remained. No patient consequence and no surgical delay was reported. Additional information provided by the affiliate that the affected product is implanted and the product used for implantation was discarded so it will not be returned for evaluation. It was also reported that the case was completed with a readily available fast fix anchor. It was also reported the failure was noted with the suture tightened and no patient consequences were reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: no nonconformances were identified for this part-lot number combination. The complaint device is not being returned. Our affiliate informed us that the device was discarded, and therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be an issue with the suture management tube resulted in laxity of the suture. However, without the return of the complaint device, and no further information provided, we cannot determine a definitive root cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.